Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user woke up with an elevated blood glucose (bg) level of 300 mg/dl. The user addressed bg level with a manual injection. During troubleshooting with tandem's technical support, the user reported that the luer lock connection was loose and not aligned properly. Reportedly, the user realigned/tightened the luer lock connection and resumed insulin delivery.